Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a ruptured aneurysm with a type ii endoleak form a lumbar artery, type ia endoleak due to disease progression and type ib endoleak on the right limb. The decision was made to explant the stent graft and open repair. The physician stated that the cause of the event was because the patient was lost to follow-up and from the type ii endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.